Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2001. Product type: catheter. (B)(4).

Event description:
It was reported the caller thought there was a possible catheter revision "previously." There was no additional information reported, other than the pump was used to deliver bupivicaine and dilaudid.